Event description:
An arthroscopy of the knee was being done using a motorized shaver. Some metallic debris began to appear in the surgeon's view through the scope. The small particles were attributed to the arthroscopy shaver blade. No pt consequences were reported and the particles were irrigated out of the knee joint.